Event description:
It was reported that the customer stated that the jaw fell off into the patient during a total lap hysterectomy. Device was retrieved through the trocar. No patient consequences. Procedure completed using a second device.

Manufacturer narrative:
(B)(4). The device was received with the jaws present and not damaged as reported by the customer. The electrode was detached from the jaw and active rod, the electrode was not returned. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. There is insufficient evidence related to what caused the damage on the device.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.